Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 487 mg/dl. Unable to troubleshoot the event customer resolved issue with a complete set change. No further information reported.